Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. Review of the device activity log shows several occurrences of the shock button being pressed followed by "check pads" and "poor pad contact" messages indicating that the device was not recognizing a valid patient impedance. There are no recorded charging or pace/defib engine errors. Review of the log prior to and after the date shows several occurrences where the device was able to shock without issue during a patient event and self test. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.